Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination of the header and outer device case identified no anomalies. The clinical observation of lack of telemetry was confirmed, and the device case was opened to facilitate analysis of the internal components. Upon inspection of the device hybrid, an excess solder ball on a chip and subsequent burn damage. An in-depth scan of this damaged chip confirmed that the damage was due to presence of the solder ball, and it was not enough to explain the clinical observations. Next, the device battery was removed and connected to an external power source, and the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies. Although the clinical observation of interrogation difficulties was confirmed, the root cause was unable to be determined, as it could not be recreated throughout extensive laboratory testing.

Event description:
It was reported that following a magnetic resonance imaging (MRI) scan, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not respond to interrogation or telemetry attempts. This occurred despite the fact the device was programmed to MRI-protection mode during the imaging. The physician elected to perform an emergent surgical replacement procedure, and this s-ICD was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis.

Event description:
It was reported that following a magnetic resonance imaging (MRI) scan, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not respond to interrogation or telemetry attempts. This occurred despite the fact the device was programmed to MRI-protection mode during the imaging. The physician elected to perform an emergent surgical replacement procedure, and this s-ICD was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.